Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the physician's assistant that the pt's system controller was alarming and the pump was not running. They had attempted to change the controller, batteries and hook to pm and could not get the pump to restart. The clinical specialist had them attempt to press the alarm silence and the triangle at the same time and pump still would not restart. They had them use a third controller attached to batteries and try again. Pump started. Explained pt may have a possible perc lead fracture and recommended they keep pt on batteries and do an x-ray of the entire perc lead. Technical services will go on-site to examine the perc lead, test wires and download the log file. Another physician assistant called to report red heart alarms and pump running. Explained this was low calculated flow and this controller may be too fast at 9000 if previous settings were 8800. They will give the pt volume for now. Additional info received (B)(6) 2014: hm ii pump alarmed again and the pump stopped. It was decided not to restart the pump and the pt was placed on heparin and inotropes. Cardiologist commented that the pt was non compliant with possible percutaneous damage to two wires at entrance into the skin, significant ai and malpositioned inflow. They will present the pt at the selection committee to determine his eligibility for a pump exchange. He is not a heart transplant candidate.